Manufacturer narrative:
It was previously reported that the device was not returned. The device has been returned and is awaiting evaluation. This report has been updated to reflect the corrected information.

Manufacturer narrative:
Complaint sample was not returned to codman; therefore, an evaluation of the device could not be performed. A review of manufacturing records found no discrepancies when the device was released. The cause(s) of the difficulty reported by the customer could not be determined. If the complaint sample becomes available, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed.

Manufacturer narrative:
UDI - (B)(4). It has been reported that the device will be returned for evaluation. Upon receipt of the device or additional relevant information, a follow-up report will be submitted.

Event description:
As reported by the ous affiliate, a 10 pack of surgical patties contained 11. There were no reports of delay or patient harm. The product will be returned.

Manufacturer narrative:
The device was returned for evaluation. No miscount was found in the 4 packs returned. Complaint could not be confirmed. A review of manufacturing records found the device conformed to specification when released to stock. Based on the results of the investigation, the reported issue was not confirmed. No further investigation or corrective action is anticipated.